Event description:
It was reported that this right ventricular (rv) was repositioned due to pericardium irritation resulting in hematoma. This lead remains in service. No additional adverse patient effects were reported.